Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 19, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of viscoelastic material was also observed on lens. No damaged was observed to the lens and haptics. Based on the information provided by customer, there is no quality issue against the lens reported. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. There was no complaint against the lens reported. Based on the analyzed of the returned, there is no indication of product quality deficiency. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye as the patient did not have any intermediate visual acuity at all during the post operative examination. The incision was enlarged during the explant procedure and another lens of different model was placed as the replacement (sn (B)(4)). The pre operative visual acuity was 20/30 and post operative visual acuity was 20/20. There was no patient injury and no other medical intervention was required. Patient was seeing 20/30 for distance vision but was still dilated on 1 day post-operative visit to record the near vision. No further information was available.